Manufacturer narrative:
The analysis was completed based off of a photo that was provided. Investigation summary: during visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with a 375 cc mentor memorygel breast implant and experienced postoperative right-sided rupture. MRI performed on (B)(6) 2020 indicated the rupture. As a result, the patient underwent bilateral removal and replacement with two 375 cc mentor smooth round moderate plus profile prostheses (catalog #: 3502375, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020.